Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Per investigation results, the device had blown components. Based on this, there was a thermal event.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: "bad application" malfunction. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for the event description is the front board. The root cause for blown components is the power board due to possible user misuse along with the split heatsink. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the device had blown components. Based on this, there was a thermal event.